Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via social media that a patient experienced a stroke post procedure. A left atrial appendage (laa) closure procedure was performed and a watchman ® laa closure device was implanted. Post procedure, the patient reported they had a stroke as well as major issues with blood thinners. We have attempted to obtain additional information from the patient who posted on social media, but have not received a response.